Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. .

Event description:
The customer reported via phone call that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 223 mg/dl and the sensor glucose was 190 mg/dl. Insulin delivery was suspended due to blood glucose and sensor glucose values. The other blood glucose value mentioned that 120 mg/dl and 233 mg/dl, other sensor glucose value mentioned that 65 mg/dl and 190 mg/dl. The sensor will not returned for analysis.